Event description:
It was reported that a spectrum pump displayed system error 322. It was also reported there was no pt involvement.

Manufacturer narrative:
MFR ref no: (B)(4). Baxter received and evaluated the device and found it was out of spec in relation to the reported system error 322 which was not reproduced but confirmed through a review of the device event history log. Eval found this was caused by a damaged lower auxiliary flex causing an intermittent connection. The lower auxiliary assembly was replaced.